Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to leak in tubing. All the components were removed and replaced. No additional information reported.